Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and indicated that the degasser was bad. The fse replaced the degasser. Last calibration performed was on 04-apr-2023. The qc was within the customer¿s established ranges. There was no indication for a reagent performance issue. The customer stated that the qc was within range at the time of the event. Precision studies were performed and they were within specifications. The service actions of replacing the degasser resolved the issue. No issues were reported afterwards.

Event description:
We received an allegation about discrepant sodium (na) ise assay result for 1 patient's sample tested on a cobas 8000 cobas ise module serial number (B)(4). The customer stated that the initial result was approximately 155 mmol/l / 154 mmol/l. The repeat result was 146mmol/l. The questionable results were reported outside the laboratory. The customer questioned the initial result for being higher than expected so they repeated the sample.

Manufacturer narrative:
The alarm trace showed calibration errors (ise) on the day of the event. Investigation is ongoing.